Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received stuck button error alarm. The customer blood glucose level was 195 mg/dl. It was also reported that insulin pump also received failed battery alarm. It was also reported that they were able to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with no select, up, and down button response due to corroded keypad traces. Unable to perform the self test and displacement test due to no button response. The device was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.